Event description:
Had a hernia repaired in 2007, started having problems in 2010. Pain dr. Could not find problem so he explored and found that repair had grown into sperm tube nerve and formed a hard block and could not be fixed so he clipped the nerve and removed left testicle and sperm tube and repaired hernia again differently. The device used was the prefix mesh plug and I have come to find out many of these type devices are causing the same problem.